Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope had a damaged, dirty lens. The user practically could not see through it. Additionally the scope was bent at the base of the insertion tube. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was reproduced. Although a definitive root cause could not be determined, it is likely due to excessive force and handling. Olympus will continue to monitor field performance for this device.